Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the a1059 mayfield modified skull clamp slipped and caused bilateral cuts during a 360 degree cervical fusion on (B)(6) 2020. A female patient was flipped and placed in prone position, the head was placed in skull clamp with mayfield pins. The surgeon tightened the torque screw to 80 lbs and then the head slipped with torque screw showing only 40 lbs. They tried again and it slipped causing bilateral cuts which were stapled to close. There was a 10 minutes delay in surgery. The procedure was completed using a horseshoe for cranial stabilization.

Manufacturer narrative:
The device was returned for evaluation. The functional testing could not duplicate slippage issue. Further investigations showed that the lock has rotational and lateral movement and a residue buildup was present. Unit needed new components added to replace worn internal parts. Unit has older style swivel base that will need to be replaced. The device was manufactured in 2001. This device exceeded its expected life of 7 years. The reported complaint was not confirmed. The definite root cause of the observed condition could not be reliably determined.

Event description:
N/a.